Event description:
Claim that while crew carrying a patient via stair chair from scene, right top handle of chair broke off causing pain to crew members backs. Crew continued carry patient. Both memebers were evaluatied in ed and time off duty recommended. Patient denied being injured.